Event description:
Several employees reported rashes on their face after using surgical mask. The masks were in place for 8 hours. Two employees developed rashes after the masks were taken off the rash that developed was red bumps noted to bilateral cheeks with "burning" to face, then blisters the following day x 2 employees. Both employees were seen in clinic and advised to change mask types.

Event description:
Several employees reported rashes on their face after using surgical mask. The masks were in place for 8 hours. Two employees developed rashes after the masks were taken off. The rash that developed was red bumps noted to bilateral cheeks with "burning" to face, then blisters the following day x 2 employees. Both employees were seen in clinic and advised to change mask types.